Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction error occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the needle didn't retract completely."

Event description:
It was reported that needle retraction error occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the needle didn't retract completely."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, the issue relating to retraction was not observed. The retention samples were functionally evaluated for IV needle retraction and lock out, and all retention samples met the required specifications. Additionally, visual inspection for excessive adhesive on the hub was conducted on the retention samples, and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, testing of the retain samples was conducted and retraction issues were not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.